Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was adjusted. After this, the patient started vomiting and was admitted to the hospital with noted hypokalemia. The patient's parents reported the patient had decreased energy levels as well. The patient was given oral potassium and then developed a rash and respiratory arrest. The patient was then intubated and a CT (computed tomography) scan was performed, showing the patient's ventriculoperitoneal shunt (placed for congenital hydrocephalus) was intact. The patient was then transferred to another hospital and a new CT was performed. Her shunt was tapped and 37 milliliters of cerebrospinal fluid was drained and the pressure went from >55 to 8 centimeters of water. A day later the patient was declared brain dead, and the next day life support was withdrawn at the decision of her caregivers due to the severity of the patient's prognosis. The patient then passed away. The patient had a list of comorbidities including cerebral palsy and developmental delays. The death was determined to be a respiratory arrest due to shunt failure that was not related to the vns device or procedure and unlikely related to vns stimulation. No additional information has been received to date.

Event description:
The physician reported that he did not believe that the vomiting the patient experienced was related to vns. No additional information has been reported to date.